Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgeon removed the tibia base because the patient was having weight bearing medial pain. Revision surgery 6-8 months post op. Stated no failure detected on the implants and put in stemmed tibia base for extra support for her during revision.